Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date and suture was used. During the procedure, the needle popped off too easily. Another like device was used to continue with the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: - what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through the tissue h6 component code: g07002 no device problem h3 investigation summary: the product was returned to ethicon for evaluation. One open sample with three undispensed strands was received for analysis. Product code vcp841d which is a control release and requires eight strands per packet. Upon visual inspection of the sample, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The product code vcp841d contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported even. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance., according to the information received, it was reported pull off - suture needle. The product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code vcp841d. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. The device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.